Event description:
Surgeon reported system froze while creating a flap during a refractive surgery. The system was restarted, but the procedure was completed using a microkeratome. Add'l info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the MFR's acceptance criteria. During an on-site visit, the field service engineer performed a check of the system, performed daily tests, downloaded log-file, and performed analyses. A review of the system log-file showed the treatment was finished, and because of eye contact afterwards, the home button did not work and pt release was activated. The system was turned down, restarted and tested. A number of cases were treated afterwards, and because of eye contact, the home button did not work pt release was activated. A system error could not be confirmed, log-file review did not show any abnormalities that could have contributed to this event. A root cause, for the reported issue, could not be determined. (B)(4).